Event description:
It was reported that the patient underwent treatment for unrelated symptoms. The pulse generator exhibited backup vvi operation. The device was reprogrammed successfully.

Manufacturer narrative:
(B)(4).